Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen, though the touchscreen remained responsive and usable. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included collection of user report and coordination for device replacement. Investigation of this case revealed damage to the device¿s display consistent with accidental physical impact to the enclosure and screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.